Event description:
Pt diagnosed with high grade right proximal ureteral stone. Stone engaged by segura basket. After stone secured physician was unable to open or close basket. Pt transferred to different or room for open procedure. Once in the retropreitoneal space, the stone basket was in direct vision. It was located outside the ureter, and the stone was within the basket. The basket had one of the four ribs of the basket break; thereby causing it to retract back upon itself and within itself. In a sense, it had flipped over and back out through the wires such that it had locked the basket in place with the stone within it. Partially broken wire was found. There was a sharp edge to the stone basket, which when the basket was being manipulated during the endoscopic procedure, there was ureteral injury.